Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. Message "invalid data received from pacemaker. Graph/data cannot be displayed." Shown when trying to display electrogram within the programmer.

Event description:
It was reported that an "invalid data" message was received when attempting to view the electrogram (egm) of the implantable pulse generator (ipg); the clinician was unable to obtain data. Upon further investigation, the egm recorded only noise, and the markers were not valid. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.